Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 12/10/2024: the broken fragments and anchor were retrieved from the patient. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 11/25/2024, it was reported by an arthrex subsidiary employee via email that an ar-2325bcc biocomposite swivelock anchor cracked during insertion. The case was completed using another ar-2325bcc biocomposite swivelock. This was discovered during a ucl internalbrace procedure on (B)(6) 2024. Additional information requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.